Event description:
The customer reported that the system would not power up prior to a case resulting in a complete loss of system functionality. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.